Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displaying error code 63.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11 corrected field- h6- medical device ¿ problem code. A getinge field service engineer (fse) fitted new video card. A minimum of three (3) gfe attempts have been made to obtain information on the service/repair and additional information of the unit. At this time the customer has still not replied with the correct information needed, therefore this complaint is being processed. If additional information is provided at a later date the complaint will be reopened and update accordingly.

Event description:
N/a